Manufacturer narrative:
Medical devices continued: 5092-58 implanted: (B)(6) 2002, 5076-52 lead implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote transmission showed the device reset. The device remains in use. No patient complications have been reported as a result of this event.